Event description:
Caller alleged discrepant results with inratio compared with the lab. The results as follows: date: 05/25/06 monitor#1, intratio: 7.5, mean: 6.45, confidence limits: cannot be determined.